Event description:
Intuvie received a report indicating that the infusion pump failed the volume at 206.3. No additional information was provided. No patient or user harm was reported.

Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed the volume at 206.3. No additional information was provided. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause remains undetermined.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy above +5% but below +15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death.